Event description:
It was reported that this right ventricular (rv) lead exhibited infection. Reportedly, the patient was seen and checked in the hospital. No adverse patient effects were reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.